Event description:
Additional information was received that the results of the x-ray were unremarkable and there did not appear to be anything wrong and the patient. The patient would continue to work with the physician to improve results.

Event description:
It was reported that the patient experienced a "grabbing" sensation in the right flank area from implantable neurostimulator (ins) therapy which began, the patient believed, after working on a car in an unusual position. He did not feel the stimulation in the target area and also felt an uncomfortable "pulling" sensation. He had not used the ins therapy much in the past 2 months when this uncomfortable stimulation started. Impedance measurements were within normal range (400-800 ohms). The patient had exhaustive reprogramming performed with no success in resolving the uncomfortable sensation. It was note that the healthcare professional (hcp) had ordered x-rays but the results were unavailable at the time of this report. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3888-28, lot #j0216875v, implanted: (B)(6) 2003, explanted: na. Extension: model 748925, serial #(B)(4), implanted: (B)(6) 2003, explanted: na. Programmer: model 7434a, serial #(B)(4).